Event description:
It was reported that during pre-op testing, this shaver would not start. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: the customers's reported problem that the handpiece would not start was confirmed. Further investigation found the handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.